Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal did not deploy out the delivery tube into the aorta and three heartstring seal cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. Lhr review was completed for the product, there was no nonconformance associated with this lot number.